Manufacturer narrative:
Phone number (e1): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following: on (B)(6) 2018 the patient was treated on lower and upper abdomen (right and left) using cooladvantage coolcore contour. On (B)(6) 2018 the patient was treated on flanks and bra roll (right and left) using cooladvantage coolcurve contour. On (B)(6)2019 the patient was treated on lower abdomen and flank (right and left) using cooladvantage coolcore and cooladvantage coolcurve contour respectively. The patient developed paradoxical hyperplasia in abdomen and flanks diagnosed on (B)(6) 2019.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following: on (B)(6) 2018 the patient was treated on lower and upper abdomen (right and left) using cooladvantage coolcore contour. On (B)(6) 2018 the patient was treated on flanks and bra roll (right and left) using cooladvantage coolcurve contour. On (B)(6) 2019 the patient was treated on lower abdomen and flank (right and left) using cooladvantage coolcore and cooladvantage coolcurve contour respectively. The patient developed paradoxical hyperplasia in abdomen and flanks diagnosed on (B)(6) 2019.

Manufacturer narrative:
Corrected data d1 - brand name.